Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose went low and the paramedics were called, but she was not treated, or taken to the hospital. The customer's most recent glucose reading was 112mg/dl. Troubleshooting was performed. The basal and bolus matched to the daily totals. The customer stated that she does not have readings for her blood glucose in the bolus history. Attempted to assist the customer in retrieving the carelink report, but the serial port could not respond. The customer stated that she had high glucose, and hours later her glucose level dropped. During the call was found that the customer was treating her sugar level based on the sensor reading. Advised the customer to treat her glucose based on the blood glucose reading and not on the sensor reading. No further info was provided.